Event description:
Caller reported that a malfunction alarm occurred on the pump, but no significant events preceded the malfunction. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and confirmed no recurrence of the malfunction code after the reset. The customer was advised they could continue using the pump and to call back if the malfunction recurred.